Event description:
It was reported that an incident occurred with a flexible cryoprobe prior to a lung cryobiopsy. The cryoprobe was used with an erbe cryosurgical unit (model erbecryo 2, part number: 10402-000, serial number: information not provided). While testing the cryoprobe before the procedure, the accessory ruptured at the connection of the probe, producing a "bang". The nurse was in the vicinity at the time and suffered hearing loss for a few seconds, followed by tinnitus for three days. However, the symptoms subsided. No other injuries were reported.

Manufacturer narrative:
The cryoprobe was sent to erbe elektromedizin gmbh for an evaluation. The examination, performed on (B)(6) 2025, revealed a tear at the connection point in the white tubing approximately 1.5cm long and 95cm from the distal end. The distal end (i.e., metal tip) of the probe was not damaged. The adhesive intended for fixing the connector to the plastic tubing was not applied sufficiently, resulting in the rupture of the white connector tubing. No anomalies were found in the review of the device history record (DHR) for the lot of the cryoprobe. Assessment by erbe germany erbe has been made aware of isolated cases where the outer white tubing of cryoprobes rupture. After a thorough investigation, it has been concluded that a very low number of isolated incidents have occurred involving the reported failure mode. More specifically, less than 0.1% of cryoprobes manufactured during the timeframe which the problem was discovered have ruptured. In these rare cases, the fixation of the gas inlet inside the probe connector had loosened, allowing gas to flow into the return line. Since the return line is not designed for this volume of gas, the tubing could rupture. Since discovering the issue, the manufacturing process has been improved by stabilizing the adhesive application and adding additional inspection steps, including a camera-based process to monitor the gluing of each cryoprobe. All of these measures have been implemented to minimize/eliminate the issue. The customer is being made aware of the findings. Erbe USA, inc. Is closing the file on these incidents.